Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Common device name mpb. (B)(4). The event is currently under investigation.

Event description:
It was reported the facility is experiencing catheter failures due to access pressure issues for this product line. The reporter only indicated, ¿product was used in procedure.¿ as of the date of this report the quantity, lot numbers and any patient involvement have not been clarified by the reporter. No additional information was available at the time of this report.

Manufacturer narrative:
510k: k161504. A review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.